Event description:
Unomedical reference number (B)(4). Event occurred in south africa. It was reported that patient faced two infusion sets cannula kinked events on 18-jun-2024. Both the events occurred within 3 hours of insertion and the insertion site was at thigh. The blood glucose level at the time of event was high (specific value unknown). The patient resolved the event with correction bolus via pump followed by replacing infusion sets and resumed insulin successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.